Event description:
It was reported that the rv lead was repositioned due to a low sensing value. The physcian decided to change the lead position from the interventricular septum to ventricle apex. After the lead was repositioned, all values were okay.

Event description:
During the surgical procedure, it was found that the lv and the ra lead were pulled back all the way into the pocket. The rv was found disconnected from the ICD. All three leads were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.